Event description:
It was reported that a patient had generator repositioning surgery to move the implant back into place. The operative report of the generator revision surgery was provided. The patient had generator repositioning surgery on (B)(6) 2008 by the same surgeon who implanted the generator in 2004. The patient's generator had migrated to below the left nipple and was irritating the nipple itself. A new pocket was created, the generator was interrogated ((B)(4)), and the generator was re-secured in the new pocket with a silk suture. No reason for the migration was provided. No further relevant information has been received to date.

Manufacturer narrative:
Initial report inadvertently listed the wrong surgery date.

Event description:
The generator repositioning surgery occurred on (B)(6) 2005.

Event description:
The implanting surgeon did use a non-absorbable suture to secure the generator to the fascia.